Event description:
It was reported that this pre implant pacemaker entered safety mode upon interrogation. Technical services (ts) was consulted and recommended device return for analysis. No patient involvement.

Event description:
It was reported that this pre implant pacemaker entered safety mode upon interrogation. Technical services (ts) was consulted and recommended device return for analysis. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of memory noted a system fault and memory corruption. The typical method for exonerating hardware as a cause is to reload device memory and test for normal device function. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The cause for this issue was not established, evidence of memory corruption in the returned pulse generator device that was not a hardware issue.